Event description:
It was initially reported that the physician¿s programming system was not communicating with patients. A hard reset was performed and the 9 volt battery was replaced but the programming system would not work. The wand, handheld and flashcard were returned to the manufacturer for evaluation. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.